Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(4) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation was able to replicate the reported event. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the replaced monitor is not possible as the monitor was lost in transit. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's surgeon monitor was flickering. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect cable for the monitor was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the screen was black when video signals should be displayed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.